Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced vaginal pain, muscular groin pain, leg pain, foreign material in vagina, urethral scarring. Removal of the aris vaginal sling, removal of vulvar mesh with exploration of the obturator space, urethral lysis, vaginal paravaginal, dissection and mesh removal from the deep obturator internus muscles, anterior colporrhaphy. This was a very difficult surgery due to the dissection required to removed the mesh from the left and especially from the right groin that was very deep, medially implanted in the tendons and pubic bone. The mesh was twisted laterally. This was very difficult due to the significant muscle mass as well the very medial placement as well in the tendons, twist and adherent to the pubic bone. The entire aris sling was removed.